Event description:
It was reported that the high frequency electrosurgical unit had unstable electrical current flow. It was noted that the electrical current flow was successful, but an error e006 occurred due to a broken cord, causing the electrical current circuit to be interrupted. The issue occurred during the therapeutic transurethral resection procedure, which was completed using a similar device with saline. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. This report is related to MFR 01797 (1/2).